Event description:
This rv lead was implanted on (B)(6) 2000 and was explanted on (B)(6) 2012 due to impedance was greater than 2000 ohms and insulation issue. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).